Event description:
Plaintiff worked as a nurse between 1979 and 1996 at multiple locations and wore latex powdered gloves from various mfrs and was exposed to particles from latex containing products from various mfrs. Plaintiff alleges suffering from the following injuries: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotion distress.